Event description:
A malfunction on the pump was reported, indicated by a code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with information to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arise again.